Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in the download data. The device ran for a total of 37 pulses, of which 27 were in first prime. After both priming phases had been completed, the needle mechanism had not deployed, and the device was deactivated. The premature completion of first prime as a result of the timeouts and drive stalls directly contributed to the reported needle mechanism complaint. The pod was reran and the high pulse widths and drive stalls did not replicate in the rerun data. No damages or deficiencies were observed on the needle and drive mechanism components that would contribute to the high pulse width and drive stall. The cause of the high pulse width with drive stall could not be determined.